Manufacturer narrative:
(B) (4). The customer's product has been requested back for an investigation. A follow up report will be filed once the investigation results are available.

Event description:
A customer reported receiving readings in mmol/l which is the correct unit of measure for a precision xtra blood glucose meter. The report also indicates that the customer was getting a reading of 500 along with a reading of 5.8 mmol/l. It is not clear in what unit of measure the 500 reading was. The results when plotted on a parkes error grid fell out of range showing the difference in value to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.